Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
End user alleges the seat is cracked on her commode. She says seat is pinching her but no injuries. She has had unit for about 6 years.